Event description:
It was reported via international mallincrodt facility (canada) that the trach heads cracked on two (2), size 6 cfn, cuffless fenestrated tracheostomy tubes. Limited info regarding the reported event was available. It is unk how long the devices were in use or what type of device maintenance was practiced. There was one (1) pt involved with no reported pt compromise. Two (2) 6cfn devices were returned to the MFR for ID, analysis and investigation.